Manufacturer narrative:
It was reported that a patient was using a foley catheter for short term purposes and after approximately 2 days of the catheter being in place, the balloon on the foley catheter deflated. A new foley was reinserted without further issue reported. No additional information is available. Due to the reported incident and in an abundance of caution, this is a reportable incident. If additional information becomes available this report will be reopened and reevaluated. The sample has not been returned for evaluation. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the balloon on the foley catheter deflated. A new foley was reinserted without further issue reported.

Manufacturer narrative:
D9: sample available on (B)(6) 2022. The sample was returned for evaluation. The customer reported issue of the catheter balloon deflating was confirmed after visual inspection of the received sample. However, the definitive root cause could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.